Event description:
An inaccurate reading issue with the abbott diabetes care (adc) device was reported on social media. The customer said "it's inaccurate do not recommend will be going back to having to have my fingers poked. It's a real shame I had strokes and it would have been great if it worked". Adc received no further response when they tried to follow up. It is unknown if the customer required treatment. There was no report of death or permanent impairment related to this event.

Manufacturer narrative:
The reported product is not expected to be returned as the the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.